Event description:
An analysis was performed on the returned lead portion and a cause for the reported ¿high impedance¿ (lead section) allegation was identified. The lead was returned intact. During the visual analysis the positive (+) white and negative (-) green electrode ribbons appeared to be stretched and the helices misshaped. This most likely occurred due to manipulation of the lead during the attempted implant procedure. Setscrew marks were not observed on the connector pin. With the exception of the missing setscrew marks on the pin, the condition of the lead assembly returned is consistent with conditions that typically exist following an attempted implant procedure. Therefore, the absence of setscrew marks on the connector pin is evidence that the lead assembly was not fully implanted. No other obvious anomalies were noted. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the stated complaint of reported ¿high impedance¿. The absence of setscrew marks on the connector pin is the most likely cause for the observed high impedance condition.

Event description:
It was reported by sales representative that during the revision surgery for the patient, the surgeon attempted to use a 30 mm lead and there was high impedance. They ran system diagnostics, insured the electrodes were securely placed, checked the pin was past the second connector block but they were still receiving high impedance. The lead was then replaced with a 20 mm and diagnostics showed normal impedance. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The lead was received for product analysis and analysis is currently underway. No additional relevant information has been received to date.